Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse indicated that a fiber was noticed in a patient's eye following a cataract procedure. The patient had a secondary procedure to remove the fiber. Additional information and product sample have been requested.

Manufacturer narrative:
This is one of six complaints reported for this product lot. All six complaints reported for this lot are for issues of this nature. Review of the device history record indicates the order was built to specification. Visual inspection found that one tegaderm dressing was returned with a light blue fiber adhered to the adhesive portion of the dressing. The pack components were not returned for this complaint. Though a sample blue fiber was returned for this complaint, the definitive root cause of the customer's complaint is not known as there are various sources of blue fibers in this customer's pack and the definitive origin of this fiber is unknown. A revision has been initiated to remove the blue cloth towels and change the gowns from the packs. (B)(4).